Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the patient developed an infection in the scrotum. The physician performed a wash out and then implanted a new ipp. The type of infection was not determined. A full recovery is expected for the patient.